Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-08593. The lot number not reported and catalog number dhv535 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-08593 for full reporting.

Event description:
It was reported that a patient was using the vest blanket, when the seams of the wrap suddenly opened pouring water all over the patient. The patient allegedly went into v-tach during the event. Medical intervention was required but the details of that intervention was not able to be provided nor the patients outcome from this event. The vest was reported to have been previously disposed of and no longer available. The facility is also unable to identify the lot the blanket was from.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was using the vest blanket, when the seams of the wrap suddenly opened pouring water all over the patient. The patient allegedly went into vtech during the event. Medical intervention was required but the details of that intervention was not able to be provided nor the patients outcome from this event. The vest was reported to have been previously disposed of and no longer available. The facility is also unable to identify the lot the blanket was from.